Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had heart rates in the 40 bpm, which was below the lower rate limit of the implantable pulse generator (ipg). The device remains in use. No patient complications have been reported as a result of this event.